Manufacturer narrative:
The na electrode lot number is c0387. The expiration date was not provided. The customer stated that they replaced the ise diluent and ise standard and then primed. The customer stated qc failed after the event. The field service engineer (fse) found clogged tubing in the is bath and a damaged na cartridge. The tubing and the cartridge were replaced. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 123 mmol/l. The doctor questioned the result as it looked too low and the sample was repeated. The repeat result was 130 mmol/l. The repeat result was deemed correct.